Manufacturer narrative:
The complaint sample was returned and evaluated. The results of the evaluation concluded the product to be within specifications. No product defect was found. The lot device history records were reviewed and confirmed that all global requirements were met. The optometrist felt the issue may be related to the patient's lens care hygiene. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A (B)(6) male reported having infections and discomfort in both eyes and visited an urgent care center. The urgent care center diagnosed the patient with corneal abrasion and inflamed conjunctiva with no vision loss. The patient was treated with fluorometholon 0.1% and chloramphenicol 0.5% eye drops. At a follow-up visit, the patient's optometrist observed residual scars on both eyes in the central 6mm of the cornea indicating bowman's membrane was penetrated. Information received from a second optometrist indicated the patient was seen in (B)(6) 2014 and had a corneal scar. No additional information is available regarding the (B)(6) 2014 visit. According to the patient, he is slowly recovering. Six incident reports are being submitted for this patient, one for each suspect device. This report is 6 of 6.